Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6299915, medical device expiration date: 2018-02-28, device manufacture date: 2016-10-25. Medical device lot #: 7276623, medical device expiration date: 2019-02-28, device manufacture date: 2017-10-03. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® heparin tubes had incorrect label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect lot number and expiration date labelling on the tubes was observed. The photos showed the following: a shelf carton with batch 6299915 and expiration 02-2018. A tube with batch 6299915 and expiration 02-2018 and a tube with batch 7276623 and expiration 02-2019. However, based on the date of manufacture for the two lots, it was noted that they were manufactured almost 1 year apart and therefore, the error was unlikely to have occurred during manufacturing. Lot 6299915 was manufactured on 2016-11-12. Lot 7276623 was manufactured on 2017-10-17. A review of the device history record was completed for both incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Furthermore, the labelling of both lots matched the reference in the DHR. Based on the investigation, a root cause could not be determined. Although the photos indicate a mismatch in the labelling between one of the tubes and the shelf carton, the opportunities for this error to occur at the manufacturing plant are improbable given the time-frame when the two lots were manufactured and distributed.

Event description:
It was reported that bd vacutainer® heparin tubes had incorrect label information. No serious injury or medical intervention was reported.